Event description:
It was reported that a customer had to use a very large tidal volume on a 500g baby but then the vent read low exhaled tidal volume with no leak. The baby was (B)(6) (old) gestational. It was also reported that the baby's co2 was rising and therefore, the baby was removed from the ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).